Event description:
In 2003, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Follow up CT has showed continued aneurysm sac growth, but imaging evaluations for endoleaks and endotension have been inconclusive. The physician continues to monitor the patient. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the manufacturing records review verified that this lot met all pre-release specifications. Additional devices: pcc121400.